Manufacturer narrative:
Citation: debonis m et al. Long-term results of mitral repair in patients with severe left ventricular dysfunction and secondary mitral regurgitation: does the technique matter? Eur j cardiothorac surg (2016) 50 (5): 882-889. Doi.org/10.1093/ejcts/ezw139 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term results of mitral repair in patients with severe left ventricle dysfunction and secondary mitral regurgitation. All data were collected from a single center between 1998 and 2007. The study population included 105 patients (predominantly male, mean age 63 years), less than 10 of which were implanted with medtronic duran flexible ring (serial numbers not provided). Among all patients adverse events included: moderate mitral regurgitation, low output syndrome, sepsis, stroke, hematoma, re-exploration for bleeding, mediastinitis, re-operation for valve replacement, valve-in-ring implant, and additional re-repair. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product.